Event description:
It was reported to boston scientific corporation that a capio open access suture capturing device was used during a sacrospinous ligament fixation procedure. The physician placed the needle superficially in the ligament three separate times. He removed the needle from the ligament each time, which reportedly caused a hematoma. The capio was then tested outside the patient, and the cage failed to catch the needle. The physician completed the procedure with another capio open access suture capturing device with no further complications to the patient. The patient, who is reportedly over 18 years of age, was prescribed antibiotics to prevent a potential infection associated with the hematoma and was stable at the conclusion of the procedure.

Manufacturer narrative:
(B)(6). The complainant indicated that the device was not used past its expiry date.